Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced driveline power fault alarms. The customer noted the patient had not been covering their connection when showering. Log files for (B)(6) were sent for review and showed driveline power fault (power a) alarms on 12mar2026 starting at 14:18 for which the patient performed a system controller exchange at 14:25 to their backup system controller (B)(6). The driveline power faults had not returned since the system controller was exchanged.